Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There were episodes of noise noted on the right atrial (ra) lead via remote monitoring. Lead provocative testing was performed and the noise could be reproduced. Diagnostic imaging was performed, and no anomalies were noted other than the ra lead hanging in the bottom of the atrium. A procedure was performed, and the ra lead was pulled back into position. The device was also replaced due to suspicion of an anomaly with the device header. The patient was stable with no consequences. Related manufacturer report number: 2017865-2019-10249.